Manufacturer narrative:
(B)(4): failure to follow steps/instructions. The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). The xience xpedition stent dislodged inside the protective sheath when it was removed during preparation. No resistance was noted during removal of the protective sheath and no issues were noted during prep. The stent dislodgement was not noted until the stent delivery system (sds) was positioned at the lesion and no stent could be seen on the sds balloon. The dislodged stent was then found on the table inside the protective sheath. Another xience xpedition stent was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.